Event description:
Consumer reported complaint for low blood glucose test results. The customer feels well and did not report any symptoms. Customer stated he had been prescribed the meter a month ago during a regular checkup appointment. Doctor instructions were to take 1 metformin for first week, 2 metformin for the second week and 3 metformin for the third week. Customer stated his results dropped too fast and he was concerned with the results being low, 79 mg/dl and 120mg/dl, undisclosed whether fasting or non-fasting. Customer stated he went to his doctor a week ago and doctor advised that his sugar should not be dropping that fast. Per customer the doctor had advised he get the meter replaced to contact the manufacturer. The customer's expected blood glucose test result range was not provided. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/16/2027 and per the customer the test strips were opened one month ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter was returned - product evaluation in-process. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 24-apr-2026: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.